Manufacturer narrative:
The device has been rec'd for evaluation. However, the evaluation is not complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
Rec'd info stating customer rec'd multiple occlusion alarms. Customer's blood glucose level was elevated. Reportedly, customer reverted to injection therapy.